Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. X-ray confirmed a lead migration. Reprogramming attempts were unable to restore adequate therapy. The evoke scs system was explanted.